Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip due to dislocation. Patient had surgery prior, that was performed between (B)(6) 2016 and (B)(6) 2017. Used stryker products with a depuy stem.